Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The unit was removed from the customer site for further evaluation. Repairs are ongoing. Additional information is being requested with regard to the repair and status of the iabp unit. A supplemental report will be submitted when this information is provided to us.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an error code # 5. No patient harm, serious injury or adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported issue. The unit was removed from the customer site for further evaluation at the local service center. The fse resolved the reported issue by replacing the main board and display controller board. The fse performed a full preventative maintenance (pm) with calibration, functional and safety checks to meet factory specifications. Of note, the safety disk and batteries were replaced as a consumable parts and as part of the pm. The iabp was then returned to the customer and cleared for clinical service.

Manufacturer narrative:
Testing of actual/suspected device (10/3233): the unit was removed from the customer site for further evaluation at the local service center. The fse resolved the reported issue by replacing the main board and display controller board. The fse performed a full preventative maintenance (pm) with calibration, functional and safety checks to meet factory specifications. Of note, the safety disk and batteries were replaced as a consumable parts and as part of the pm. The iabp was then returned to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an error code # 5. It was further reported that another iabp unit was used to continue treatment. No patient harm, serious injury or adverse event was reported.